Event description:
Customer reported a malfunction alarm prior to a notable event. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support assisted the customer in resetting the pump, after which the malfunction did not recur. Customer was advised to continue using the pump and to contact support if any issues reoccurred, which was acknowledged and understood by the customer.